Manufacturer narrative:
Investigation summary - the complaint investigation for discrepant results when using the bd max vaginal panel (ref. (B)(4)) kit lots 4192205 and 4054189 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer reported obtaining trichomonas vaginalis (tv target) positive results on five patient samples when using bd max vaginal panel kit from lots 4192205 and 4054189 that tested negative when sent to a reference lab. The tv positive samples were also tested for the tv target using bd max ctgctv2 assay (ref. (B)(4)) and four of them tested negative for the tv target while one stayed positive. Review of the manufacturing records of bd max vaginal panel kit indicated that lots 4192205 and 4054189 were manufactured according to specifications and met performance requirements. Customer provided runs 2034, 2038, 2039, 2040, 2041 and 2131 and database from bd max instrument ct1688 for investigation. Manual pcr curve adjudication was conducted across the five tv positive samples reported in the complaint text revealed late and low amplification, but true tv positive results for all the samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. The most recent environmental monitoring performed by the customer confirmed no environmental contamination for this target in the laboratory. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max vaginal panel kit lots 4192205 or 4054189. The root cause was not identified. However, specimens at or near the assay limit of detection (lod) or cross contamination could explain the customer's issue. Moreover, limit of detection can vary between different testing methods. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 1 of 5: it was reported that during use of the bd max¿ vaginal panel, a trichomonas vaginalis false positive patient result was obtained. Sample was retested using bd max¿ ctgctv2 and was trichomonas vaginalis negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: nsu, ouy, pqa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 5: it was reported that during use of the bd max¿ vaginal panel, a trichomonas vaginalis false positive patient result was obtained. Sample was retested using bd max¿ ctgctv2 and was trichomonas vaginalis negative. There was no report of patient impact.